Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle pulled off the suture when removing from the package. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a clip off defect.